Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the balloon was primed without difficulty and the procedure was initiated. Four minutes into the heating cycle, the pressure dropped. The fluid was aspirated and the balloon was removed. A hole was noted in the balloon. It was not known if there was a fluid deficit. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation identified balloon damage and two holes in balloon zone d. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.